Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer used the ultraflex product, and stated that it removed skin. Per follow up, the customer removed the catheter in the shower, and said there was still glue remaining.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential root cause for this failure could be "electrical failure". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer used the ultraflex product, and stated that it removed skin. Per follow up, the customer removed the catheter in the shower, and said there was still glue remaining. In addition, the customer stated that a different mec fell off. Per follow up via email on 5may2020, the customer stated they had an mec come off when he slept the previous night.